Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The maryland bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and the electrical continuity tests. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument tip was found to be blackened. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument before use and found the tip was burnt. There had been no issues during the previous procedure. No arcing was identified. The patient did not experience any injury or adverse event during the surgical procedure. After the completion of the procedure, the customer always inspected the instrument before proceeding with the cleaning process.